Event description:
Same case as MFR#2134265-2008-01561. It was reported that during a coronary drug eluting stenting treatment procedure, balloon rupture occurred. The lesion being treated was located in the posterolateral left circumflex (lcx). The lesion was 90% stenotic, calcified, and moderately tortuous. The physician attempted to deliver the 2.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. The physician pushed the stent delivery system (sds) several times, but the sds was still unable to cross the lesion. While attempting to withdraw the 2.50x12mm taxus stent, the stent became caught on a previously implanted stent in the lcx (type/size unknown). The physician delivered and inflated a 1.5x15mm maverick balloon in the lcx to release the stent, but the balloon ruptured. Another 1.5x15mm maverick balloon was used to release the 2.50x12mm taxus stent. The ruptured balloon catheter and the sds was removed intact from inside the patient. The proximal edge of the stent was observed to be lifted up. The procedure was completed with another of the same size device. The patient had no injuries or complications during the procedure, and the patient condition is listed as good.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.